Manufacturer narrative:
Batch review performed on 2 june 2021: lot 1910290: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2024-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. Two other similar events have been reported on this lot. Other device involved: batch review performed on 2 june 2021: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2006693: (B)(4) items manufactured and released on 16-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection 1 month after the primary and the pathogen is unknown. The surgeon performed a washout and revised the head and poly. The surgery was completed successfully.